Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak was described as a blue fluid leak, uncontained to the instrument, and of about less than 5 cc in volume. The instrument was generating an error condition of "lyse temperature error " with a "perform cbc only" action message. The operator was wearing personal protective equipment of lab coat, gloves and face shield . There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer confirmed a clenz leak on the right side of the diluter and under the instrument. Customer technical support (cts) helped the customer to replace the normally closed (n/c) tubing at pv42 (pinch valve) without further evidence of the leak or error messages. Identification of failure modes: the failure mode is related to n/c tubing at pv42 which was replaced by the customer. No erroneous results were generated in connection with the reported event. The failure mode identified is likely to affect cbc (complete blood count), differential and reticulocyte results in the secondary mode due to carryover from insufficient rinsing of the aspirate probe. Evaluation of labeling: beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).